Event description:
Per the surgeon's report, this patient developed skin necrosis in october 2005 due to diabetes. Recently, the device extruded. The surgeon explanted in 2006. He will not reimplant the patient due to her advanced age.